Manufacturer narrative:
Not appliable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described they have a pre existing condition of bone spurs, where the weight of the lifevest exasperated the condition causing additional pain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medications for the skin irritation. Follow up indicated that the skin irritation improved.